Event description:
It was reported that the patient is two years post op on the right side. Presented to office in pain with effusion, chronic. During revision surgery, a large amount of bloody effusion was suctioned out. The implants were not loose. There was nothing broken. The knee was revised for chronic instability.

Manufacturer narrative:
The patient is (b)(69). An event regarding instability involving a triathlon insert was reported. The event was confirmed. Medical records received and evaluation: most probably this pi case does have its root cause of failure in procedure-related factors regarding size and/or position of components as outlined in the discussion although final and substantial proof for this is missing due to the absence of preoperative x-rays. The pco appears reduced while the amount of distal femoral bone resection may be larger than replaced by the implanted components. As such, this pi case is most probably not device-related. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no reported events for the lot referenced. Although the event of instability was confirmed, the exact cause of the event could not be determined. Pre-operative x-rays are needed to confirm if the failure is related to procedure-related factors regarding size and/or positioning of the femoral and tibial baseplate.

Event description:
It was reported that the patient is two years post op on the right side. Presented to office in pain with effusion, chronic. During revision surgery, a large amount of bloody effusion was suctioned out. The implants were not loose. There was nothing broken. The knee was revised for chronic instability.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. Patient requested to keep the implants.